Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly ruptured while ballooning inside the stent. There was no reported patient injury.

Manufacturer narrative:
H10: our firm received an FDA email correspondence on 8-july-2024 from MDR data systems team, (B)(6), indicating that the information (specifically the unique device identifier (UDI) information in section d) of the previously submitted FDA form 3500a, was incorrect and a request was made to submit supplemental report(s) with the entire UDI number including the di and pi fields, all numbers, letters, parentheses, and symbols in the ¿unique device identifier (UDI) #¿ fields. This supplemental report is in response to that request. H11: d2: medical device type-dqy; lit d4: medical device expiration date- despite follow up attempts, the batch number was not reported; therefore, a device expiration date is not available. D4: UDI-(B)(4). H4: device manufacture date- despite follow up attempts, the batch number was not reported; therefore, a device manufacturing date is not available.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not performed as the reported lot number is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly ruptured while ballooning inside the stent. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly ruptured while ballooning inside the stent. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.